Event description:
Physician encounter a problem with a reperfusion catheter 032 in that the separator 032 wire would not pass through it. It appeared the wire stopped 5-10 cm from the tip and would go no further. He tried 2 wires. The physician got a new catheter and separator wire and it worked as expected.

Manufacturer narrative:
Technical eval: the reperfusion catheter has a 3mm flat section at 9.5cm from the tip. The customer perception was confirmed, the root cause of the problem is associated with the reduced lumen diameter at the flat section. The DHR of this manufacturing lot has been reviewed and a copy is attached. (B)(4). A review of the device history record (DHR) was completed on part # 0854 (lot# l13279). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. (B)(4). The lot was associated with ncr 637 for the use of the wrong nozzle size; further investigation showed that the nozzle used had no impact on the product and the whole lot was acceptable for use-as-is. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.